Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements in describe event or problem. Please refer to statement dated 18oct2016 in describe event or problem. Evaluation summary a mother reported that her son's humapen luxura hd device was not releasing insulin. The patient experienced increased blood glucose levels. The device was not returned for investigation (batch (B)(4), manufactured january 2014). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The patient support center was able to troubleshoot the device with a new needle and confirm it releasing some drops of insulin. A complaint history review of for the batch did not identify any atypical trends with regard to dose accuracy. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint, concerns a male patient of unknown age and origin. Medical history and concomitant medication were not provided. The patient received insulin lispro (humalog) cartridge, at unknown dose, frequency, route of administration, indication for use and start date. On (B)(6) 2016, unknown time after the beginning of insulin lispro therapy via humapen luxura hd, the glycemia of patient was at 600 mg/dl (normal range was not provided) and due to that he was hospitalized. According to reporter the glycemia was at 600 mg/dl due to a problem with humapen luxura hd (lot number 1401g10), that was not releasing insulin. The humapen luxura hd (lot number 1401g10) was associated with (B)(4). Information regarding corrective treatments and outcome for glycemia at 600 mg/dl was not provided. It was unknown if patient was discharged from hospital or not. The insulin lispro therapy was ongoing. It was unknown who operated the device and if this person was trained. This device model and the reported humapen luxura hd were used for seven months. The return of device is expected. The reporting consumer related the glycemia at 600 mg/dl to the problem of humapen luxura hd. No other assessment of relatedness was provided. Updated 14sep2016: additional information received on 13sep2016 from the initial reporting consumer was processed within the initial report. Update 14sep2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Edit 15sep2016: upon internal review on 15sep2016, it was added in narrative that the additional information received on 13sep2016 was processed within the initial report. Update 18oct2016. Additional information received 18oct2016 from the product complaint safety database. To the device tab entered the manufacture date, entered the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the device medwatch information, and the narrative was updated accordingly.

Manufacturer narrative:
Evaluation summary: a mother reported that her son's humapen luxura hd device was not releasing insulin. The patient experienced increased blood glucose levels the investigation of the returned device (batch 1401g10, manufactured january 2014) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint, concerns a male patient of unknown age and origin. Medical history and concomitant medication were not provided. The patient received insulin lispro (humalog) cartridge, at unknown dose, frequency, route of administration, indication for use and start date. On (B)(6) 2016, unknown time after the beginning of insulin lispro therapy via humapen luxura hd, the glycemia of patient was at 600 mg/dl (normal range was not provided) and due to that he was hospitalized. According to reporter the glycemia was at 600 mg/dl due to a problem with humapen luxura hd (lot number 1401g10), that was not releasing insulin. The humapen luxura hd (lot number 1401g10) was associated with product complaint number (B)(4). Information regarding corrective treatments and outcome for glycemia at 600 mg/dl was not provided. It was unknown if patient was discharged from hospital or not. The insulin lispro therapy was ongoing. It was unknown who operated the device and if this person was trained. This device model and the reported humapen luxura hd were used for seven months. The device was returned on 24oct2016, and no malfunction was found. The reporting consumer related the glycemia at 600 mg/dl to the problem of humapen luxura hd. No other assessment of relatedness was provided. Updated 14sep2016: additional information received on 13sep2016 from the initial reporting consumer was processed within the initial report. Update 14sep2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Edit 15sep2016: upon internal review on 15sep2016, it was added in narrative that the additional information received on 13sep2016 was processed within the initial report. Update 18oct2016. Additional information received 18oct2016 from the product complaint safety database. To the device tab entered the manufacture date, entered the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the device medwatch information, and the narrative was updated accordingly. Update 15dec2016: additional information received on 14dec2016 from the global product complaint database added the device specific safety summary and return date of the device; updated the malfunction field to no; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint, concerns a male patient of unknown age and origin. Medical history and concomitant medication were not provided. The patient received insulin lispro (humalog) cartridge, at unknown dose, frequency, route of administration, indication for use and start date. On (B)(6) 2016, unknown time after the beginning of insulin lispro therapy via humapen luxura hd, the glycemia of patient was at 600 mg/dl (normal range was not provided) and due to that he was hospitalized. According to reporter the glycemia was at 600 mg/dl due to a problem with humapen luxura hd (lot number 1401g10), that was not releasing insulin. The humapen luxura hd (lot number 1401g10) was associated with product complaint number 3771718. Information regarding corrective treatments and outcome for glycemia at 600 mg/dl was not provided. It was unknown if patient was discharged from hospital or not. The insulin lispro therapy was ongoing. It was unknown who operated the device and if this person was trained. This device model and the reported humapen luxura hd were used for seven months. The return of device is expected. The reporting consumer related the glycemia at 600 mg/dl to the problem of humapen luxura hd. No other assessment of relatedness was provided. Updated 14sep2016: additional information received on 13sep2016 from the initial reporting consumer was processed within the initial report. Update 14sep2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Edit 15sep2016: upon internal review on 15sep2016, it was added in narrative that the additional information received on 13sep2016 was processed within the initial report.